Event description:
It was reported that a pt underwent a two level x-stop procedure at levels l3/l4 and l4/l5. Approximately 6 months post procedure, the devices were removed as the x-stop devices did not relieve the pt's symptoms. Laminectomies were performed at the time of the x-stop removals with no pt complications reported. No further info was provided.

Manufacturer narrative:
Device not returned, f/u with company rep.